Event description:
The pt was included in the study. Approximately 482 days after the index procedure during the followup period, the pt had a mace event. The event was reported to be coronary artery bypass graft (CABG) surgery of a previously treated or new lesion. The lesion treated was the mid lad. The cause of the mace event was reported to be an "other" cause. The event severity was severe, the event serious, requiring medical or surgical intervention to prevent a permanent disability. The relationship to the device/procedure was reported to be unrelated. The event was reported to be resolved without sequale. The pt had a total of six (6) cypher stents implanted during the index procedure. The stents being reported were the stents directly implicated in the adverse event (ae).